Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered four rounds of inappropriate anti-tachycardia pacing (atp) and four impropriate shock(s) due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in service. No adverse patient effects were reported.